Manufacturer narrative:
Date of explant (2016 was the year of explant. The month and day are unknown.) The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-06685. It was reported the patient's scs system was explanted for a reason that remains unknown at this time.